Event description:
The customer reported green fluid leaked from the coulter lh 780 hematology analyzer while running the analyzer. The customer reported that approximately 50 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak coming from the vent line tubing which was twisted and pulled off the bottom of the needle. The fse proceeded to cut back the vent line tubing and reattached the tubing to the needle to resolve the leak. Failure mode of the leak is attributed to the vent line tubing of the needle which was twisted and pulled off the bottom of the needle. Beckman coulter internal identifier for this report is (B)(4).